Manufacturer narrative:
The hardware investigation of the returned fuses and x-ray relay found that the reported event was related to an electrical issue. The tester performed a bench test and continuity test. Both fuses were found to be open. The relay did not bass bench testing. Testing confirmed that the relay output pins 1 and 2 were shorted together internally. The reported event was confirmed.

Manufacturer narrative:
The relay was returned to the manufacturer for analysis. Analysis found an electrical short. The hardware investigation found that the reported event was related to this electrical hardware issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issue. The x-rat 500vdc relay and 2 fuses were replaced. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect parts have been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system was not taking images. There was no patient present when this issue was observed.